Event description:
It was reported that the patient experienced chest pain. An echocardiogram exhibited pericardial fluid and a perforation. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.